Event description:
It was reported that during an unk procedure that the blade tip of device was broken during the procedure. The broken part was retrieved from the pt. Another device was used to complete the procedure. There was no reported pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.